Manufacturer narrative:
E1: address line 2 "philips north america, (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing duplicated the customer reported issue if the corroded battery compartment. The dso seal was replaced, along with the battery compartment.

Event description:
One device was returned and analysis found that the downstream occlusion (dso) seal was worn. There was no patient involvement, and no patient harm/adverse event reported.